Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that that implantation failure of shunt occurred during implantation. The surgery was completed after replacing the product with another one. Additional information was requested and received stating when the physician pushed express delivery system in inserting the shunt, he felt resistance, so he stopped and replaced it with a new device.

Manufacturer narrative:
Complaint lot search reviewed, there are no other complaints for the reported lot. Deviation lot search report was reviewed, deviations identified are not related to the lot or the reported event. A review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. The sample was received at the manufacturing site and investigated as follows: -the sample was returned in an open secondary package, the expiration date was circled in black marker. -the sample the sample included labels, IFU (instructions for use) and a pouch including cradle and delivery system handle. No shunt was included. -the delivery system was unfirmly placed in the designated location in cradle. -delivery system(ds) wire found to be slightly pressed- handle was operated. -wire slightly protruded from cannula opening. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Shunt was detached from ds (since it was not included in the received sample) and the ds was operated and performed its functionality releasing the shunt. According to the report that physician felt resistance, sample evaluation shows that the ds wire was not completely pushed. Resistance can be observed in the case the ds is not triggered from the mid section trigger point- however it could not be determined if this is the case. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Complaint can not be conformed. The manufacturer internal reference number is: (B)(4).